Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was explanted and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. This pacemaker was returned for analysis.